Event description:
The patient reported impaired healing at both neurostimulator incision sites on their back. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2026. As of (B)(6) 2026, the patient is doing well. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, multiple tunneling attempts, and using incorrect tools have been ruled out. However, non-compliance to the IFU was identified as the surgical site was closed using staples. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 8 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer." Additionally, the patient is a poor surgical risk as they have had difficulty healing with prior surgeries, heart conditions, and other comorbidities. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of impaired healing is attributed to two identified root causes: non-compliance to the IFU as the surgical site was closed using staples (user error-clinician). Patient is a poor candidate due to age, weight, or mental capacity as the patient is a poor surgical risk and has had difficulty healing with prior surgeries, heart conditions, and other comorbidities (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.